Manufacturer narrative:
This event reported via maude event report by (B)(4). If additional information becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "patient was revised."